Event description:
Reportedly, apnea alarm went off and the ventilator stopped ventilating while in use on a pt. The ventilator was running by battery power at the time of this incident. The pt was ambu bagged and then switched to another ventilator. Please note that there was no permanent injury in this case.

Manufacturer narrative:
Later, a medical engineer disconnected the battery cable in order to forcefully shutdown the ventilator. After the ventilator was shutdown, the battery cable was reconnected and the ventilator functioned normally. Distributor was unable to duplicate the reported issue. However, it was found during their eval that after 24 hours of charging, low battery alarm occurred within a minute. This issue was identified as due to the single lead acid battery being faulty. The batteries were replaced and the ventilator was returned to the customer. To date, no further issue was reported.